Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the connecting tube falling off the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the evaluation found the following: due to a cut on connecting tube the water tightness was lost, the connecting tube had a scratch and a wrinkle, due to damage on the charged coupled device unit the image had white dots, the adhesive on the bending section cover rubber had a chip, the light guide connector was damaged, the control unit had a scratch, the suction cover had a scratch, and the grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had an insertion scratch. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation, and it was observed that part of the connecting tube had fallen off the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.